Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The balloon protector cap was not returned for analysis. A visual and microscopic examination found no damage noted to the tip, balloon, or blades. A visual examination of the catheter revealed that the midshaft was broken at the guidewire exit port. It was noted that the midshaft was stretched for a distance of 0.5 mm either side of the break. In addition, the hypotube was kinked at several locations along its length. This is evidence of excessive tensile force being applied to the device. The shaft damage noted during analysis is consistent with excessive force being applied to the delivery system during an attempt at removal of the balloon protector from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a balloon detachment occurred. A 3.50mm/1.5cm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the target lesion located in the left superficial artery(sfa). During preparation outside patient's body, the physician pulled the sheath off the balloon and it was noted that the balloon detached from the mandrel. The distal part of the balloon detached when they took the sheath off. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon detachment occurred. A 3.50mm/1.5cm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the target lesion located in the left superficial artery(sfa). During preparation outside patient's body,the physician pulled the sheath off the balloon and it was noted that the balloon detached from the mandrel. The distal part of the balloon detached when they took the sheath off. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications reported.